Event description:
The physician reported on a 30-day follow up form (dated 1/26/07) for a pt implant in 2006 that the pt had a follow up procedure ten days later; a proximal cuff was placed to resolve an endoleak.